Event description:
It was rpeorted that during an uterine ablation procedure the unit displayed heater error 65 as soon as the start button was pushed. The catheter was replaced and the case was restarted. The unit alarmed for overpressure. The physician reported that the patient only required 3cc to obtain pressure. The treatment was restarted and when the pressure was at 204mmhg the physician tapped the trumpet valve and the pressure dropped to 175mmhg. The case was continued and completed with no consequences to the patient. The extent of the time for the case was reported to be 45 minutes.